Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.5 x 24mm stent delivery system (sds) was returned. The stent detached and separated from the sds and was not returned for analysis as it was implanted in the patient. The balloon cones were reviewed and no issues were noted. Balloon wings were tightly folded. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found no issue with the hypotube and the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that during advancement, the stent became stuck to a calcification. It was then immediately decided to implant the dislodged stent. A 2.0x8 nc emerge balloon catheter was advanced and the dislodged stent was implanted not exactly in the target position.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 85% stenosed target lesion was located in the mid right coronary artery. A 2.50 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent dislodged inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during advancement, the stent became stuck to a calcification. It was then immediately decided to implant the dislodged stent. A 2.0x8 nc emerge balloon catheter was advanced and the dislodged stent was implanted not exactly in the target position.